Manufacturer narrative:
(B)(4). The device has been received by baxter, however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the product analysis lab evaluated the device. The cause for the returned instrument test/evaluation (rite) test failure - ground bond was determined to be a hardware problem: loose setscrew on the door post. The device's service history record was reviewed and no issues were identified that may have contributed to the failure.

Event description:
During evaluation of a returned homechoice (hc) device, the product analysis laboratory determined the hc machine system failed returned instrument test/evaluation testing due to the device failing the ground bond test indicating a high resistance value between the hc and the ground bond on the power supply. There was no patient injury or medical intervention. No further information is available.